Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs extension appeared to be superficial and is bothering her in the shoulder blade. The patient is to consult with the physician as a next course of action. The patient has 2 extensions with the same model number.